Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately powered off. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. A "preventative maintenance (pm) due" alarm was present upon startup and in the logs, with pm due on (B)(6) 2024. Between 09/26/2024 and 10/29/2024, no critical, display, or communication errors were found. Power up events were logged, but no settings were recorded until (B)(6), suggesting the device was turned on but not used past the pm alarm screen. Power and environmental parameters were within normal range. Stress testing and internal inspection revealded no faults. All connections were secure, and battery diagnostics passed. The device passed calibration tests. Pm was completed, and the pim board was replaced as a precaution. No malfunction was confirmed; the device operated within specification throughout evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.